Event description:
Healthcare professional reported right seroma and double capsule. Device has been explanted and replaced.

Manufacturer narrative:
Race: caucasian. Implant date: partial date known: (B)(6) 2014. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "late seroma which does not improve with the treatment, repetitive. Double capsula". Healthcare professional reported capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Additional event of capsular contracture baker grade unknown was reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation is observed. ¿ encapsulation yellow is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "late seroma which does not improve with the treatment, repetitive. Double capsula". Healthcare professional reported capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.